Event description:
Customer reports obtaining results of 386 mg/dl,181 mg/dl, and 173 mg/dl on the same device. Customer reports that comparisons were performed 'immediately' after the other. No action was taken based on device results. No adverse event reported and no treatment received. Customer was using a miscoded device at the time of the comparison. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.